Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 78," "defib fault 79," pacer fault 122" and "pacer fault 126" messages. Complainant indicated that there was no pt involvement in the reported malfunction.